Event description:
It was reported that the customer experienced high blood glucose levels and that the reservoir had air bubbles present. The blood glucose reading was over 400 mg/dl. The customer stated that the air bubbles were about 2 inches in size. She reported that she did not receive insulin properly about half the time, and other times she would get insulin without any issue. She stated that most other instances, she would not get enough insulin. She declined troubleshooting assistance for the matter, since the most recent infusion set and reservoir did not exhibit any air bubbles issues. She was advised that the supplies would be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.